Manufacturer narrative:
(B)(4). The complaint mr290vx vented autofeed humidification chambers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation. Additional device information: affected lots: 2101513030; date of manufacturing: 17 feb 2021; UDI: (B)(4) x2. Affected lots: 2101724251; date of manufacturing: 16 jul 2021; UDI: (B)(4) x 8. Affected lots: 2101366713; date of manufacturing: 16 jul 2021; UDI: (B)(4) x5.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that fifteen mr290vx vented autofeed humidification chambers were found cracked. There was no patient consequence.

Event description:
A healthcare facility in belgium reported via a fisher & paykel healthcare (f&p) field representative that fifteen mr290vx vented autofeed humidification chambers were found cracked. There was no patient consequence.

Manufacturer narrative:
D4 additional device information affected lots 2101513030 date of manufacturing 17 feb 2021 UDI (B)(4). Affected lots 2101724251 date of manufacturing 16 jul 2021 UDI (B)(4). Affected lots 2101366713 date of manufacturing 16 jul 2021 UDI ((B)(4). X5 (B)(4). Method: three of (one chamber of each affected lot) the complaint mr290vx vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and analysed. Results: visual inspection of the returned mr290 chambers revealed a horizontal crack line below the maximum water line near the rolled base on all three chambers. Conclusion: we are unable to determine the root cause of the chamber's cracks, however our investigation indicates that the cracks are most likely due to mechanical stress. The stress source was unable to be identified. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290vx chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290vx vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped.